Manufacturer narrative:
This supplemental report is to correct the previously reported information ; which should have also included - the cause of death was cardiac arrest. (B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Final analysis concluded that no anomalies were found. Analysis was normal.